Event description:
Additional info provided by the reporting surgeon indicated that the reported unexpected postoperative refraction was the result of a measurement error. The pt's visual acuity is 20/20.

Event description:
A surgeon reported that an intraocular lens (iol) was replaced due to an unexpected postop refraction. Add'l info has been sought.